Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that an initial reactive architect (B)(6) result of 7.38 s/co retested (B)(6) at 0.66 s/co. The (B)(6) result is correct for this patient. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. Abbott field service was on site (B)(6) 2016 for the architect i2000sr; serial number (B)(4), because the customer observed a false negative anti-hbs result. The fse performed a decontamination, replaced/cleaned parts (vortexer, stabilized, part number 7-76656-02), and verified the system functioned with a control run and multiple specimens. There was no patient sample available for return. A search for similar complaints identified no trends for the vortexer, stabilized. A service history review for the architect i2000sr revealed no systemic issues or trends associated with the erratic result issue described in this complaint. A review of the architect systems operations manual addresses operational precautions and limitations as well as troubleshooting of erratic results, to include performing as needed maintenance procedures as corrective actions. Based on this investigation neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.